Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: blurred vision and sweating. A pt reported they were unable to obtain blood glucose results on the meter. Their meter allegedly had missing segments. The result on their meter was 249 (no units) in 2002. Pt was not treated. No further info has been reported.